Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the entire system removed due to the battery being uncomfortable and a burning sensation. There was pain at the battery site. The issue was resolved at the time of the report. There were no further complications reported or anticipated.